Event description:
The customer reported via phone call that they received a blank display upon waking up in the morning. Customer stated they had replaced the battery two times, but the blank display persisted. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer also reported the battery compartment and battery cap was corroded. Customer's blood glucose was 419 mg/dl. Customer stated they treated their blood glucose with a manual injection the customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis

Manufacturer narrative:
The pump was received with operating currents within specification. The pump was monitored, and no blank display anomalies were noted. No damage was noted on the lcd isolation tape. However, the pump was received with minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.